Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber damaged at tip at 2 minutes and at 5,000 joules. The case was completed with a "turp". Patient outcome: "no damage to the patient".

Manufacturer narrative:
(B)(4).